Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was in a boat in knee-deep water and he heard the insulin pump beeping; the device got wet. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, moisture damage was found on the lcd board. However, the insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, broken reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.